Manufacturer narrative:
Initial.

Event description:
It was reported that the pump did not charge on the patient¿s charging pad during setup with a trainer, while the pump did charge on the trainer¿s charging pad. Symptoms included no patient symptoms. Outcomes included no clinical impact, no alarms, and continuation of therapy after switching to a functional charger. Investigation included user troubleshooting with a trainer and confirmation of charger malfunction. Investigation of this case revealed a nonfunctional charging pad consistent with a charging accessory malfunction, with normal pump function verified using an alternate charger. It was concluded, based on previously established findings for similar reports, that the cause was a defective charging accessory.